Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2007, and suture was used to close the rectus sheath. Later that day, the patient complained of a mass and tenderness in the abdomen and was kept under review for 4 days. The patient was discharged on (B)(6) 2007, when she was attended by a community midwife who removed the sutures. After the midwife left, the patient stood up and her abdomen opened, requiring her to hold the contents. The patient was immediately re-admitted to the hospital when a complete dehiscence of the previous incision was noted and the pt underwent a revision surgery.

Manufacturer narrative:
(B)(4) - wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.